Manufacturer narrative:
Investigation summary "returned sample evaluation" picture of affected sample is not clear enough to evaluate and examinate. Lot number / product family history complaint trending review of this lot for this issue reveals no more complaints. Investigation conclusion: DHR/bhr review our production and inspection records and have established that all production and quality processes were carried out normally. No ncmr's. Needles were packed in machine nº4632 ((B)(6) 2017) during which 27 visual inspections were carried out with zero defects noted. Safety shield were assembled into needles in machines nº4249 and nº4261 and come from two batches: (B)(4): ((B)(6) 2017) with zero rejections noted of a total 44 visual inspections performed. (B)(4): ((B)(6) 2016) with zero rejections noted of a total 105 visual inspections performed. Research has found no anomalies or qn in injected safety shield batches #711809 and #7128276. Research has found 3 qn's in injected hub bacthes #7160221 (1 of burnt resin and 1 of long) and batch #7100060 (1 of burnt resin) but these would not affect the reported issue." X unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode customer complaint about safety shield failure; samples pictures are no clear enough to confirm the defect.

Event description:
It was reported that after use, a bd eclipse ¿ safety needle malfunctioned as the safety shield separated. There was no report of injury or medical intervention reported.